Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remaining in the device cannot be identified because it is unknown if the reprocessing was conducted in accordance with the IFU. The event can be prevented by following the instructions for use which state: suggested event can be inspected and prevented by following below IFU: prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization pro. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following: due to a pinhole in the connecting tube, water tightness was lost. Due to the wear of the angle wire, the play of the upward and downward angulation control knob was outside the standard range. The adhesive on the bending section cover had a chip and a crack. The universal connecting tube, plastic distal end cover, switches 1 and 4 had scratches. The adhesives around the light guide lens, the objective lens, and the bending section cover had a white-clouded area. The objective lens had a crack. The indication on the scope connector was peeled. The universal cord had a wrinkle, and the connecting tube coating was peeling. The paint on the suction cylinder was peeled. The guide pin of the electrical connector was loose. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. Switch 4 had evidence of wear, and the connecting tube had a wrinkle. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that the colonovideoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.